Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections a1-a4, b5-b7, and h6 (health effect clinical code and health effect impact code). Evaluation: the onestep CPR electrodes were returned to zoll medical corporation for evaluation. During evaluation to determine root cause, the technician observed damage to the packaging not consistent with zoll storage and handling recommendations. We suspect the self-test wire became disengaged as a result, but it is important to note that the pads would have delivered therapy. The purpose of the electrode shorting wire is for self-test purposes only. It is perfectly normal to see dotted lines on the monitor with the shorting wire disengaged until the pads are applied to the patient and recognize a viable patient impedance. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the associated defibrillator was unable to detect these electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the associated defibrillator was unable to detect these electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.